Event description:
Peripheral intervention case to treat chronic limb ischemia. The physician was using a 2.0 turbo elite to treat a highly calcified lesion in the distal sfa. The turbo elite got stuck and would not cross through the lesion. The physician was eventually able to remove the laser catheter; however upon removal of the turbo elite extravasation was noted. The case was successfully completed by treating the area with a stent also sealing the injury. No additional adverse effects were experienced by the patient. The physician believed that the injury was primarily due to the amount of calcium that presented in the lesion. Patient was discharged per the original operative plan.

Manufacturer narrative:
Patient's dob: (B)(6) 1922. (B)(4).